Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia overnight followed by hypoglycemia the next morning while using the ilet bionic pancreas, with concerns that the algorithm adaptation did not sufficiently treat hypoglycemia and contributed to fluctuating glucose levels. Symptoms included feeling unwell during the high glucose period and a documented low of 39 mg/dl with device low alerts, which the user treated with oral carbohydrates. Outcomes included no need for professional medical intervention, no assistance from others, and no hospitalization. Investigation included complaint intake, product technical review, and evaluation of system performance based on user-reported alerts and glucose course. Investigation of this case revealed a device performance concern related to insufficient mitigation of hypoglycemia following an extended hyperglycemic period, without evidence of external medical factors such as steroid use or ketone positivity. It was concluded, based on previously established findings for similar reports, that user-specific variability and behavioral patterns across days can lead to glycemic excursions that the system did not fully correct, resulting in both hyperglycemia and subsequent hypoglycemia.